Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.

Event description:
A (B) (6) male underwent an aortic valvoplasty to resolve stenosis. During the procedure, an asd was observed. The asd was sized to 10mm and a 12mm amplatzer septal occluder was selected. Both discs were initially deployed in the left atrium, so the aso was recaptured and then deployed successfully. Following placement of the aso, a residual shunt was observed on ice through a pfo. A helex was selected to occlude the pfo; however, difficulties were experienced with the left disc against the septum. The helex was removed, redeployed and implanted successfully overlapping the aso. A tee then revealed a pericardial effusion. Pericardiocentesis was performed and blood was removed. The helex was then removed with difficulty. The pericardial effusion persisted and pericardiocentesis was continued. The patient expired four hours later. It is possible there was a tamponade.